Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified tibial artery. A 4.0 x 40 mm fox sv was advanced over a ht connect guide wire for dilatation. The 4.0 x 40 fox sv was removed with slight resistance and the connect guide wire was wiped with damp gauze. When an attempt was being made to advance a 3.0 x 40 mm fox sv over the guide wire, it was noted that on areas of the proximal end of the guide wire, the green coating was stripped and peeling. A non-abbott guide wire and the 3.0 x 40 mm fox sv were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.